Event description:
While inserting the gore suture passer instrument, during a lap hernia repair, the tip broke. The pieces were removed with the aide of a c-arm x-ray to ensure no pieces were left. The warning in the package states that this may occur. It is unknown whether or not there was incomplete needle retraction into the sleeve.